Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the female luer lock adapter was separated from the injection site. The male luer of the injection site was broken and remained bonded inside the female luer lock adapter. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Postal code: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink i.v. Catheter ext set had separated. It was stated the injection site detached during priming. There was no patient involvement. No additional information is available.